Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device exhibited noise oversensing which caused pacing inhibition on the same day as the implant procedure. Boston scientific technical services (ts) was contacted for assistance and reviewed electrogram (egm) strips. Ts discussed that the noise appeared to be consistent with the kind of noise seen with the presence of air bubbles in the header, but some noise could be due to lead-on-lead interaction. A chest x-ray was taken and the surgically abandoned lead and new lead did not appear too physically close to one another. The device sensitivity was reprogrammed. The following day, the noise appeared to have resolved and the physician determined the source of the noise was air bubbles in the device header. Additionally, it was noted that there was a sharp increase in pacing threshold measurements. The physician has elected to continue monitoring the patient. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The device has not been returned at this time. If the device is returned, analysis will be performed and this report will be updated.

Event description:
Additional information was received which noted that during a lead explant procedure, this device was explanted and replaced due to having 1.5 years of battery life left. No additional adverse patient effects were reported.